Event description:
This procedure was performed in (B)(6). The nanocross was used below the knee (btk). After it was inflated the balloon would not deflate. As a result the physician performed a direct puncture to pop the balloon for removal. No patient injury.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information, including the device return has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
Evaluation of the returned nanocross on (B)(6) 2015 found a pinhole leak was confirmed using magnification which confirms the initial report that the medical practitioner performed a direct puncture to pop the balloon for removal.